Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient removed the sensor on (B)(6) 2016 due to itching and searing. Severe redness of the skin was also reported. Patient stated that upon its removal, the patch adhesive almost detached without needing to pull it off, as the skin was exuding. Distributor representative and nurse met the patient at a clinic and it was decided that the patient would wait for about two weeks before inserting a new sensor. Additionally, during these two weeks, patient was to lubricate the skin with moisturizing lotion with 5% carbamide and no cortisone cream, applied twice daily. Skin reactions have been a recurring issue for the patient. At the time of contact, the patient's skin problems were recovering. No additional event or patient information was reported. A photo of the reaction was provided. The reported event of skin reaction was confirmed. A root cause could not be determined. Additionally, it was reported that the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).